Event description:
It was reported, the patient still had swelling around the pump. It had been drained 2 times, (small needle, then large needle). Per the patient the hcp mentions that every time it is drained there was potential for infection. The patient stated, the area is getting ¿hard¿. The patient¿s spouse also reported the area around the pump was still black and blue, 2 months after implant. The patient was also seeking a new hcp for a second opinion. The pump was used to deliver bupivacaine and morphine. Additional information later reported the patient developed a significant hematoma on pain pump. 26cc¿s of serous fluid was drained in the office. There was no symptoms of infection. The patient was noted as doing better. Additional information received reported, the patient had been in pain the last 3 days. It was clarified that since the patient had a new pump, the dosage had not gotten back to where it was with the previous pump, "thus he was still in pain". The patient had a hematoma, and "even had to wear a brace". The healthcare professional (hcp) withdrew fluid from the area, but finally had a revision 3 weeks ago. The patient was still in pain from it but the site was "better".

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).